Event description:
It was reported that during a da vinci cholecystectomy procedure, the surgeon was about to clip an artery when the 8mm medium hem-o-lok clip applier instrument allegedly cocked at a 45 degree angle and the patient sustained a vessel injury. The patient reportedly experienced bleeding.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the intra-operative complication experienced by the patient. Also, the 8 mm medium hem-o-lok clip applier instrument has not been returned for evaluation. The lot of the instrument is unknown. The root cause of the customer reported failure mode cannot be determined. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. A review of the site's system logs with a procedure date of (B)(6) 2015 revealed that no related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's intra-operative injury. In addition, according to the system logs, all 8 mm medium hem-o-lok clip applier instruments used by the surgeon that day have been used in multiple subsequent da vinci surgical procedures with no reported recurrences of the reported issue. This complaint is being reported due to the following conclusion: the 8 mm medium hem-o-lok clip applier instrument allegedly cocked at a 45 degree angle and the patient sustained a vessel injury. However, at this time, the cause of the patient's vessel injury is unclear.

Manufacturer narrative:
On 07/14/2015, intuitive surgical, inc. (Isi) received additional information regarding the reported event from the site's risk management department. According to the risk manager, the surgeon was planning on clipping the cystic artery when the vessel injury occurred. However, the risk manager indicated that the 8 mm medium hem-o-lok clip applier instrument was not grasping tissue or the cystic artery when the vessel injury occurred. The estimated blood loss of the surgical procedure was minimal according to the risk manager and no blood transfusions were administered. The cystic artery did not require any repair. The patient was discharged and no post-operative complications have been reported. The risk manager stated that the 8 mm medium hem-o-lok clip applier instrument involved with this complaint is not available for return to isi for evaluation. She was unable to provide the lot of the instrument. She also did not know if the surgeon was able to use the instrument without any issues and before the vessel injury occurred. The surgical procedure was not recorded on video. Based on the additional information provided, this complaint is being deemed non-reportable due to the following conclusion: there is no indication that a serious patient injury occurred. The risk manager indicated that the patient did not require any medical intervention due to the vessel injury and the estimated blood loss from the da vinci surgical procedure was minimal. Also, as noted in the initial MDR, a review of the site's system logs revealed that all 8 mm medium hem-o-lock clip applier instruments used by the surgeon on the date of the event have been used in multiple subsequent da vinci surgical procedures with no recurrences of the reported instrument issue. There is no indication that a reportable malfunction of the instrument occurred. Therefore, the initial MDR for this complaint is being retracted as a reportable event.